Event description:
It was reported, the surgeon implanted this valve and when testing leaflet movement, found calcified subvalvular tissue remained. An attempt was made to remove the calcified tissue through the valve, but it was not possible. While rotating, the orifice ring fractured and one of the leaflets dislodged. The surgeon removed the valve and the remaining calcified tissue and implanted another 19mm regent valve.

Manufacturer narrative:
The results of this investigation indicated there was no evidence of material defect in the carbon coating of the valve that may have caused or contributed to the fracture or surface damage of the orifice. Rather, the damage was apparently caused by external force applied to the surface of the orifice that overstressed the carbon material and resulted in the damage. The analysis of the damage to the holder/rotator indicated the orifice fracture most likely occurred because the holder/rotator was not fully engaged with the valve, resulting in uneven application of rotational force. There was no evidence found to suggest the orifice fracture damage and leaflet dislodgement were due to an intrinsic defect in the valve, as supported by the review of the mfg traveler and the testing performed.